Event description:
It was reported that the patient's device was turned off due to having had a lot of side effects from vns which improved when the device was turned off. The mother feels like it must be related to the field safety notification. Previously the manufacturer received a report regarding a report of painful stimulation at the chest and arm along with the magnet not being effective for the patient. Diagnostics were taken at this time and revealed no issues with the generator at that time. The impedance value years later cannot be spoken for and cannot be assumed to be normal based on diagnostic result from year's prior. The recent information has been added to the previous report regarding the patient as this is likely in refence to the "side effects" the patient states. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.